Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the generator did not boot. Brought system into a room and the generator would not boot. Replaced the input fuse for the standalone board and tested. System was fully functional. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following replacement of the fuse and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system entered stand alone mode during boot up, and could not advance to ready status. It was reported that the generator never fully booted up. There was no patient present when this issue was identified. No additional details were provided.